Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The direct cause of the iipv event was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 16:43:31. During night drain cycle one, the patient's ultrafiltration reading was 89ml, indicating the home patient drained 89ml more than their maximum programmed fill volume of 100ml. No additional information is available.